Event description:
During a routine device exchange, the set screw of the right atrial channel of the device was too loose. During the procedure, septum damage was visually confirmed. The device was not implanted and another device was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of a-setscrew and septum washer pulled out of device while untightening the a-lead was confirmed. Analysis revealed that the setscrew became stuck to the wrench tip due to incorrect insertion of the torque wrench into the a-setscrew hex inset. The physician was forcing the wrench tip into the setscrew inset with the corners of the wrench being wedged forcefully into the setscrew inset walls which stuck the setscrew to the wrench tip. The stuck setscrew was then pulled out of the device through the septum. The anomaly is related to the user/physician's incorrect use of the torque wrench.